Event description:
A report was received that the patient had turned their stimulation on and it shocked the patient causing them to fall onto the ipg site. The patient was experiencing pain at the ipg site and was advised by the physician to take vicodin for the pain. The physician decided to revise the pocket site and move it 4 inches above the beltline for comfort. The patient is reportedly doing well following the revision.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model # sc-2218-50e serial # (B)(4) description: st linear lead with pre-loaded 0.014" stylet - 50 cm. It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.